Event description:
The patient reported that since implant on 2016-mar-04 implant is not helping, and that they have to change underwear at least 3 times per day and pads 4 times per night. It was stated that during the day when they stand up it is an absolute flood, they do not feel stimulation, and that they first felt it during surgery. The patient also noted that on (B)(6) 2016 they took a diabetes shot, their blood sugar dropped to 18, and they had a motor vehicle accident but weren't hurt. Additional information received on 2016-jun-16, indicated that no steps were taken to resolve the patient's symptoms. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.